Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted, and the cause of the noise was not identified. Ts noted the patient is 0 percent paced in the atrial channel. Therefore, continue to monitor was recommended. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).